Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that intermittent issue of door open mess age. Checked over system. Found door sidewall switch about to fall apart. Replaced and adjusted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000166, product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the gantry was closed the pendant said that it was open. System would not expose. There was no patient involvement.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and checked all door switch, found side wall door switch out of position, possible due to collision lower door cap is cracked on left side near sidewall switch. Readjusted sidewall switch. Verified door open and close with some intermittent issues. Will follow up with customer at later date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the broken switch was discarded, so no tracking.